Event description:
Physician utilizing k-wire as a guide while implanting screw into toe. Tip of screwdriver broke, tip was not noted in patient per visualization and mini c-arm.======================manufacturer response for cannulated screwdriver 2.0mm, ao coupling, stryker (per site reporter).======================manufacturer coordinated with sales rep to pick up device for evaluation.